Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On october 19, 2017, it was reported that the device failed leak test 14 on the blue channel during testing on october 19, 2017 with no harm. The device failed in leak testing and the air was leaking. On november 13, 2017, it was clarified that the issue occurred during testing. It was reported that there was no patient harm/injury associated with the report and no alternate device was retrieved for use without delay. The event was identified immediately after the receipt of a recently serviced/repaired device. No medical intervention/additional surgical procedure was required and the surgical technique for the product was not applicable. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the a.t.s. 4000 tourniquet on october 27, 2017 revealed that the customer complaint was confirmed. The technician found both of the intake clippard and burkert valves were found to be defective. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on october 27, 2017 which included replacement of the clippard valves and burkert valves. A.t.s. 4000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 5.3103. The reported event was confirmed since during initial inspection the technician found that the intake valves were all defective. The root cause of the failed leak testing and the leaking air was due to defective intake valves. The issue was confirmed by the technician and resolved with the replaced clippard valves and burkert valves. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 4000 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device failed leak test 14 on blue channel during testing with no harm. No adverse events were reported as a result of this malfunction.